Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a product used for spinal therapy. It was reported that during a spinal procedure, the threaded tip of the inserter broke off during the trialing process, resulting in the trial becoming stuck in-between the l4/5 vertebral bodies. The inserter and trial broke off in the patient at the l4/5 disc space during the procedure. The surgeon was able to remove the trial from the vertebral bodies without incident and subsequently used a different inserter to place the interbody device. There were no patient complications or symptoms have been reported as a result of this event. Additional information was received from manufacturer representative that the reported device has been already used before prior to this event. The threaded part of the inserter broke off into the trial. Trial is now damaged due to the different types of instruments used to dislodge the trial from disc space. The pre-op diagnosis was l4/5 disc degeneration with a grade 1 spondylolisthesis. L4/5 olif was the procedure and l4/5 disc space is where the trial broke off.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.